Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, as the surgeon proceeded to make cuts with the burr it broke leaving approximately half of the burr in the patient. The surgeon removed the remaining portion of the burr. The surgeon opened a second one and completed the osteotomy.

Manufacturer narrative:
The products were not returned. One image was provided and confirms the burr has fractured where the flutes begin on the shaft.